Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of the right femoral artery using the pre-close technique. Reportedly, excessive force was applied in order to remove the device. Due to the device failure, a surgical cutdown was performed to repair the arteriotomy [close the access site/achieve hemostasis]. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue injury, is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. Reportedly, force was used to remove the device. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Factors that contribute to difficulty removing the closure device include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. A conclusive cause for the reported event could not be determined; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
This was reported as a closure of the right femoral artery using the pre-close technique. Reportedly, excessive force was applied in order to remove the device. Due to the device failure, a surgical cutdown was performed to repair the arteriotomy [close the access site / achieve hemostasis]. Subsequent to the initially filed MDR, the following additional information was received: this was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, although there were no issues closing the foot, excessive force was required in order to remove the prostyle device. The device was removed, and with it was a small piece of the artery which necessitated a cutdown. A cutdown was performed to treat the vessel damage and to achieve hemostasis. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.